Event description:
During implant, loss of sensing was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination found the inner coil over-torqued in the connector region. Electrical testing found shorting between the inner and outer coil conductors due to the over-torqued inner coil. The cause of the reported event was isolated to the over-torqued inner coil in the connector region.